Event description:
It was reported the system locked up with no image on monitor and would continue beeping after fluoro button was released. This was attributed to a lost communication with the fluoro functions board. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fluoro functions board was replaced during the service call. The system was tested and found to be working as intended and put back into service.